Manufacturer narrative:
(B)(4). Batch #: v96a0p. Additional information was requested and the following was obtained: the physicians told that they experienced this issue even though they did not force the device. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2s45 device was returned with the upper jaw detached and it was returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic hysterectomy the product was broken during the process and the tip fell into the patient. It did not cause any negative results in the patient. The processing time has extended as much as the time taken to replace the product with a new one and remove the broken tip. The general condition of the patients is good.